Manufacturer narrative:
Although requested, no information has been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is not working. No other details were provided.